Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) female with a porcine valve implanted in the pulmonary position for 20 years underwent a valve-in-valve procedure. The reason for the procedure is unknown. Transcatheter pulmonary valve replacement was performed with an edwards transcatheter valve. No other details provided.

Event description:
Edwards received notification that this (B)(6) lady with a 25mm porcine valve model implanted in the pulmonary position underwent a valve in valve procedure after an implant duration of 20 years due to calcific degeneration leading to stenosis. A 26mm transcatheter valve was successfully implanted. The patient was well and discharged.